Event description:
An explanted intraocular lens with no identifiers was received from the physician with a request to measure the power.

Manufacturer narrative:
The returned intraocular lens was measured for power and the results sent to the reporter with a request to advise if the results were not consistent with the labeled diopter. A response was not received and requests for additional information and or identifiers have been unsuccessful.